Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed. A field service engineer (fse) reseated the row board cable to resolve the issue of the device and tested in hardware test application. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed. The customer stated that the malfunction occurred during medication dispensing and that the needed medications were accessed from the pharmacy which caused a delay in patient care. There were no adverse events or injuries reported based on this event.